Event description:
The customer reported to olympus there was a no air/water flow issue when using the evis exera iii colonovideoscope. The issue occurred before the procedure began, there was no delay, and the diagnostic procedure (colonoscopy) was completed with a similar device. The device was returned and evaluated, and foreign material was found stuck inside the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the air and water flow functions (milliliter per minute) both failed. Foreign material was found stuck inside the nozzle, the scope cover had a leak, there was a leak in the biopsy channel, the lens glue was chipped, the charged couple device¿s lens glue was chipped, the plastic distal end cover was scratched. Additionally, the bending section cover was separated, the bending tube was deformed, the connecting tube was scratched, the mouthpiece was deformed, painting was peeling off both the air/water nut and suction cylinder nut, the universal cord was scratched, the up/down knob had angulation play, there was low angulation in upper/left angulation, the natural air supply volume at idle failed, and the water contact/water removal failed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed or damaged and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.